Event description:
Boston scientific received information that this right atrial lead had dislodged and was repositioned. Abnormal measurements were also noted. No adverse patient effects were reported following the procedure.

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.